Event description:
A report was received that the pt was experiencing stimulation even when the device is turned off. The physician treated the pt with nerve blocks which resolved the pt's residual stimulation.

Manufacturer narrative:
This is the final report.